Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Khanmammadova, n., jiang, j. F., gomez, r. K. M., gao, a., chu, t. Y., shahait, m., myklak, k., lee, d. I., & das, a. K. (2024). Propensity score matching analysis of differential outcomes in holmium laser enucleation of the prostate vs. Robotic-assisted simple prostatectomy. Journal of clinical medicine, 13(17), 5135. Https://doi.org/10.3390/jcm13175135.

Event description:
It was reported to boston scientific through a publication in the journal of clinical medicine that a retrospective single center propensity score matched study was conducted to compare the outcomes of holmium laser enucleation of the prostate (holep) and robotic assisted simple prostatectomy (rasp) for the treatment of benign prostatic hyperplasia (bph) in patients with large prostate glands (greater than or equal to 80 g). The study included 192 patients (156 holep and 36 rasp) treated between july 2021 and november 2023, with 31 matched patients per group analyzed after propensity score matching based on age and prostate size. Holep was performed using a 550 micron end firing holmium yag laser fiber with the lumenis pulse holmium laser system with moses 2.0 technology. No device malfunctions were reported. In the holep group, no intraoperative complications were observed. Postoperatively, 22 patients experienced complications, including 7 patients with clavien dindo grade iii or higher events. A total of 5 patients required hospital readmission within 30 days following holep, and 6 within 90 days; reasons included gross hematuria with clot retention and urinary tract infection requiring intravenous antibiotics. At 3 month follow up, 8 of 149 holep patients experienced stress urinary incontinence, and the majority reported favorable symptom scores. The study concluded that holep is a safe and effective surgical option for large gland bph, offering the benefit of shorter catheterization times, with outcomes influenced by surgeon experience and institutional protocols.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Khanmammadova, n., jiang, j. F., gomez, r. K. M., gao, a., chu, t. Y., shahait, m., myklak, k., lee, d. I., & das, a. K. (2024). Propensity score matching analysis of differential outcomes in holmium laser enucleation of the prostate vs. Robotic-assisted simple prostatectomy. Journal of clinical medicine, 13(17), 5135. Https://doi.org/10.3390/jcm13175135. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific through a publication in the journal of clinical medicine that a retrospective single center propensity score matched study was conducted to compare the outcomes of holmium laser enucleation of the prostate (holep) and robotic assisted simple prostatectomy (rasp) for the treatment of benign prostatic hyperplasia (bph) in patients with large prostate glands (greater than or equal to 80 g). The study included 192 patients (156 holep and 36 rasp) treated between july 2021 and november 2023, with 31 matched patients per group analyzed after propensity score matching based on age and prostate size. Holep was performed using a 550 micron end firing holmium yag laser fiber with the lumenis pulse holmium laser system with moses 2.0 technology. No device malfunctions were reported. In the holep group, no intraoperative complications were observed. Postoperatively, 22 patients experienced complications, including 7 patients with clavien dindo grade iii or higher events. A total of 5 patients required hospital readmission within 30 days following holep, and 6 within 90 days; reasons included gross hematuria with clot retention and urinary tract infection requiring intravenous antibiotics. At 3 month follow up, 8 of 149 holep patients experienced stress urinary incontinence, and the majority reported favorable symptom scores. The study concluded that holep is a safe and effective surgical option for large gland bph, offering the benefit of shorter catheterization times, with outcomes influenced by surgeon experience and institutional protocols.